Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 that he/she received a critical pump error 35. The following actions/tests will be performed: visual inspection for cosmetic damage, power up test, cutting open the case, visual inspection for moisture damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails, cracked keypad overlay, scratched case. After battery insertion, a blank display was noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the blank display. Also unable to confirm critical pump error 35 due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, severe corrosion on the battery board; pcba1--severe corrosion along the bottom of the board including j7, j6, j1, j2; pcba2--j1, lcd flex cable terminal. In summary, a blank display was noted after battery insertion not a critical pump error (open book image) or a critical pump error 35. This is due to the severe corrosion on the boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. Customer stated that at time of incident they were making breakfast. No harm requiring medical intervention was reported. The device will be returned for analysis.